Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken shell, missing shell (0-25%), and wear abrasion. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior, striated broken on anterior and posterior, non-penetrating nick striated on posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. Striated broken on anterior and posterior assessed as surgical damage. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Patient reported left side deflation. Device has been explanted.